Manufacturer narrative:
Per additional information received on march 6, 2024 the following were updated: 1. Date of event was updated to (B)(6) 2017 2. Patient age at the time of event to 42 years old. 3. Ethnicity was updated to not hispanic/latino. 4. Race was updated to white. 5. Product code was updated from unk_gel implants to 350-5590bc. Lot 6906735 populated. Sn (B)(6) populated. The serial number side was not reported. 6. Date of implant updated to (B)(6) 2017. 7. Date of explant updated to (B)(6) 2024. Reason for device explant and/or reoperation: silent rupture. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. The MRI examination confirmed the rupture on (B)(6) 2024 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unknown breast surgery with an unknown mentor silicone, breast implant experienced unknown-sided silent rupture postoperative. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).